Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es scanner makes noise often and unable to scan, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner not functioning. A field service engineer replaced the usb cable. The system functioned as intended after the field service engineer repaired the device.